Manufacturer narrative:
E1 initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope did not display an image. The issue occurred during inspection for use. There was no report of patient harm.